Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose less than 40 mg/dl associated with an inadvertent infusion issue. Reportedly, the patient remained on the insulin pump and was treated by emergency medical services with IV glucose. It was reported that an unknown amount of insulin infused into the patient. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.